Manufacturer narrative:
(B)(6). Section g4: the rt268 infant evaqua2 breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k103767. Method: the subject rt268 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the picture and the information provided by the customer, and our knowledge of the product. Results: review of the provided picture confirmed a cut on the inspiratory limb, confirming the reported event. Conclusion: without the subject device, we are unable to determine the exact cause of the reported fault. All rt268 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt268 infant-dual heated evaqua2 breathing circuit state the following: - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor in colombia reported that the rt268 infant dual-heated evaqua2 breathing circuit generated a leak alarm on a ventilator. It was further reported that a crack was found on the inspiratory limb. There were no reported patient consequences.